Manufacturer narrative:
The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 08/14/2024 14:35:25.000. 08/14/2024 15:27:21.000. Failed battery alert/battery failed alarm was found on: 08/14/2024 14:35:25.000. 08/14/2024 14:45:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 24-sep-2024 at 10:40:00 am. There was no power data available for the event date of 14-aug-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 14-aug-2024, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 09-aug-2024 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The test p-cap locks properly into the reservoir compartment; however, a broken reservoir tube lip and a partially broken retainer were noted during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case, a serial number label missing and a broken belt clip rails. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Retainer ring damage (a broken reservoir tube lip and a partially broken retainer) was confirmed. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and the customer reported damage was not related to the retainer ring. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the device. No product return is required for mmt-1780kpk.